Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent shoulder and rotator cuff surgery. It remains unknown whether the procedure was related to the spinal cord stimulator (scs) device. No further information has been provided.